Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing was performed and failed due to the lcd white screen flashing. Receiver download testing was performed failed. Functional testing was performed and failed. The share log was not reviewed because there is no data in the cloud. The receiver was opened and an internal visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.